Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of the index procedure was reported as the proximal neck diameter was 22mm and 15mm in length. The proximal diameter of the right iliac was 13.7 and 11.4 at the distal end. The proximal diameter of the left iliac artery was 10.5mm and 12 at the distal end. The distal aortic diameter was 15mm x 23mm. It was reported that the patient presented with leg pain. Further evaluation revealed contra limb occlusion (possible kink and narrowing at the distal end of the limb) the occlusion did not extend to the bifurcate gate. The physician elected to treat the patient by adding another endurant limb in order to reline the stent graft. The procedure was completed successfully and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), patient¿s condition affected effectiveness of device (anatomy related; narrow distal iliac). Conclusion: known inherent risk of a procedure (occlusion), device failure related to patient condition (anatomy related; narrow distal iliac).